Event description:
It was reported that a symptomatic patient with muscle stimulation presented in clinic with the pulse generator in back up vvi safety operation mode. The device was scheduled for explant as it had achieved its expected nominal longevity and it had reached eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.